Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall notifications and performed multiple restarts through on-device prompts; the agent verified the alert, restarted the device with the user, and instructed the user to replace the cartridge, infusion set, and connector, which the user agreed to do. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, consistent with a motor stall alert, indicating a mechanical problem identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.